Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of non-sustained oversensing due to a loss of capture was noted on the right ventricular lead. Lead provocative testing was performed and noise was not reproduced in real time. No intervention was made and the patient was stable with no consequences.